Event description:
This is a spontaneous report by a us facility nurse of cloudy effluent and patient expiration in a (B)(6) male patient coincident with dianeal therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a follow up call, the nurse indicated: on an unreported date in 2010, the patient may have developed peritonitis/infection. On (B)(6) 2010, the patient expired, cause unknown. Treatment information was not known. It was unknown if an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death. Per the nurse, the death was not related to dianeal therapies. The cause of death was reported as deterioration and failure to thrive.

Event description:
Subsequent to the initial medwatch additional information was received reporting that the promus stent delivery system was never inside the patient because the device became stuck on the guide wire during advancement. During attempts to pull the device back, the distal shaft separated and the stent dislodged. The patient's current condition is excellent.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.